Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, this device was evaluated by the customer and determined that the screen needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the touchscreen of the vela ventilator is not responding. The customer confirmed that there was no patient involvement associated with the reported event.